Event description:
It was reported in per form that this right ventricular (rv) lead was explanted due to high pacing thresholds, as the physician suspected the lead may have exhibited a micro-perforation. No additional adverse patient effects were reported. The lead was successfully replaced.